Manufacturer narrative:
(B)(4)

Event description:
The patient and a manufacturer representative reported that the patient had an overstimulation sensation. The patient noted that the stimulation zapped them too hard even when they turned the stimulation down low so they had to turn the stimulation all the way off. The symptoms resolved when the stimulation was off. These issues started on (B)(6) 2016. The patient lowered the stimulation to 1.0v and it still zapped them real bad. When the patient would lower the stimulation they didn't get any benefit. The patient had tried different programs but they still got zapped with low stimulation settings such as 0.1 or 0.2. The intensity of the jolting sensation did not change and the jolting was in their feet and legs which was the same area as the therapy was supposed to be treating. There were no falls or trauma associated with this event. The zapping was present when the patient was sitting down or when the patient was moving. The patient had been told by a manufacturer representative that they needed a reset but it was unclear what this meant. The patient met with a manufacturer representative on (B)(6) 2016 and the impedances were checked. All the impedances were in the 600 to 700 ohms range. The therapy impedances were 378 ohms and 727 ohms. The jolting had also occurred during reprogramming with completely different electrodes. The patient had been reprogrammed on (B)(6) 2016 as well. It was noted that the patient had good coverage when they weren't feeling the jolting. The doctor thought that the patient may need more healing time since they were recently implanted. The patient was implanted for spinal pain. No causes or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.